Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020 during a nurse visit, the patient's stoma site had redness all around with granulomas, which were pre-existing and had worsened with bloody discharge. The patient also reported pain upon touch and hardness internally at the peg tube on (B)(6) 2020. The ostomy was cleaned with saline with increased cleaning and ventilation was recommended. The patient began antibiotic treatment with ceclor for a duration of 7 days with possible tubing change. A gastroenterologist was instructed to continue ceclor for another 7 days and to leave the stoma site open to dry. During a visit, the nurse reported that the stoma site had no significant improvement in redness around the stoma site and the granulomas remained with pain during the peg movement.